Manufacturer narrative:
Philips service switched the input signal and adjusted the display output to dvi. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that real-time monitor display failure occurred during use on a allura xper fd20/20 or table. The clinical use of the system was in use. There was no reported patient or user harm.